Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced care partner dint receive an alert when the minimed mobile application stopped sending the data to the carelink connect application. The customer reported no adverse event. The event involved product(s) mmt-6112. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non- physical device mmt-6112.

Manufacturer narrative:
An attempt to reproduce the reported event using the 3.5.0[9144] prod build installed on iphone 13 plus(v 18.5) was conducted and the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations as referenced in the 'sw requirement document' field. We have conducted a thorough investigation of dashboard logs and found that the event partner successfully received the pn related to the lost connection on 24th july. We checked the user display message (udm) and periodic packet (pp) and did not identify any anomalies. We suspect that the customer's issue may be caused by several factors, including not clearing the app cache and data, or if the do not disturb (dnd) mode is enabled, or if the battery optimization feature is enabled. Based on our past experience, the following may be the cause for pn/sound issue: 1. Internet instability. 2. Enabled do not disturb (dnd) mode. 3. Enabled battery optimization feature. 4.disabled the notification setting. Below are the resolution step for same: 1. Try clearing the app cache and data. 2. Enable notification setting for pn. 3. Uninstall the application normally. 4.restart the phone. 5.use good quality of internet. The issue was not confirmed. We are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.